Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator. The technician was unable to duplicate high pressure problem, failed in battery run down test. The battery was replaced and re-certified the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1200 unit has a high pressure alarm. As of this time, there was no information about patient involvement associated with this reported event.